Event description:
It was reported that the asymptomatic patient presented for a routine follow up in clinic. It was noted that no inductive telemetry was available on the pacemaker. The pacemaker is subject to assurity and endurity pacemakers header anomaly advisory issued by abbott in 2021. The pacemaker was pending explant. The patient was discharged.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.